Event description:
Pt with medical history of surgical correction of tetrology of fallot x2 and pulmonary valve replacement 1992. Pt was scheduled in 2000 for aortic valve replacement due to aortic insufficiency with ascending aortic aneurysm. According to operative report, upon reopening of previous median sternotomy, the right ventricle was densely adherent to the lateral chestwall and the pulmonary homograft adherent to the undertable of the sternum." Upon mobilizing adhesions, the pulmonary homograft tore and pt experienced a sudden hemmorrage. Emergency femoral cannulation was required. Surgeon replaced the aortic valve with a 27 medtronic and ascending aorta with a woven hemashield graft. The pulmonary valve was removed replacing it with a 29mm pulmonary homograft. On 02/29/2000 pt was taken back to operating room for mediastinal exploration with balloon pump and chest tube placement. The pt was returned to ICU and subsequently expired on 03/04/2000.